Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00362. It was reported that the patient presented in clinic. Upon investigation, it was noted multiple episodes of post-paced t-wave oversensing was seen on the right ventricular lead and implantable cardioverter-defibrillator. Programming changes were made. The patient was stable.